Event description:
On (B)(6) 2025, the user reported dropping their ilet at the gym, resulting in the screen cracking, detaching from the pump, and the device becoming unresponsive. The user was advised to transition to backup therapy until a replacement pump could be provided. The device will be replaced. Blood glucose was not affected, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.